Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured after the patient accidentally sat on the device, rendering the screen unresponsive; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.